Manufacturer narrative:
There are no reports of any excessive movement or external trauma that is likely to have caused or contributed to migration of the lead. Patient is able to continue to utilize the system as-is however will continue to experience lower levels of pain relief due to the migration of the superior lead. Migration is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat abdominal pain. Prior to implanting the permanent system, the patient had completed a trial phase with nalu and had reported pain reduction from (B)(6) down to (B)(6). During the implant procedure to place the permanent system, both ultrasound and fluorscopy imaging were used to implant the implantable pulse generator (ipg) in the lower back and place the leads targeting the intercostal nerve, mimicking the trial system placement. Patient returned to the clinic for system activation on (B)(6) 2024 and was not able to achieve the same levels of pain relief as experienced during the trial. Between (B)(6) 2024 and (B)(6) 2024 the patient had multiple appointments to reprogram the system to improve therapy. Fluoroscopic imaging confirmed that the superior lead had migrated away from the intended nerve target. On (B)(6) 2024 a surgical revision took place to attempt to replace the migrated lead. During the revision procedure, the physician utilized ultrasound imaging to visualize the location of the migrated lead in order to retrieve it and place the new lead. A total of 3 incisions were made in attempt to remove the existing lead and place a new lead, however the physician was unable to adequately view the leads with the imaging techniques utilized and ultimately closed the procedure with the original lead remaining in the migrated position and no new lead introduced.